Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump alarmed ?air in line" at random intervals in many different patients. On multiple occasions, with different patient's, air is noticeable in the line. This required patient's to return to hospital, the pump to be disconnected, primed and restarted. As reported, a small movement by the patient such as a roll over in the bed overnight, results in ?air in line" alarm. If the pump line isn't pushed in enough in the air sensor it alarms. If the line is pushed too hard into the air sensor, it can alarm. This results in constant interruptions to the infusion which is not ideal. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an air in line alarm is the air detector, or user error in that the medication is being added to cassette to fast causing bubbles; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. H3 updated, corrected data: health effects corrected.